Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 350 mg/dl. The customer was hospitalized in the emergency room due to diabetic ketoacidosis. The customer was given fluid and IV at the hospital. The customer stated that he had a difficult time changing his infusion set. The customer was unable to finish troubleshooting because the call was disconnected.